Manufacturer narrative:
Total protein urine/csf gen.3 - the reagent lot number is 83792401, with an expiration date of 31-jan-2026. Tina-quant albumin gen.2 - urine application - the reagent lot number is 85896901, with an expiration date of 30-nov-2026. The investigation is ongoing.

Event description:
The initial reporter received questionable total protein urine/csf gen.3 and tina-quant albumin gen.2 - urine application results from three urine patient samples tested on the cobas integra 400 plus w/o ise. Patient sample 1: albumin. The initial result was 8.06 mg/dl. The repeat result was 22.10 mg/dl. Patient sample 2: albumin. The initial result was 11.08 mg/dl. The repeat result was 18.85 mg/dl. Patient sample 3: total protein. The initial result was 51.2 mg/dl. The repeat result was 1.4 mg/dl.

Manufacturer narrative:
The customer replaced a broken sample probe. The investigation noted that during the probe replacement procedure, the software was "aborted," indicating that the software-guided maintenance routine was not or incorrectly performed. The customer performed a data backup and cleared the logs. The field service engineer performed a successful precision check. Je verified the belt tension, read level detection, initialization, and pipetting accuracy. The investigation determined that the broken sample probe had caused the event. The customer has not reported any other issues. The investigation determined that the sample probe replacement resolved the issue.